Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the supply line of a homechoice automated pd set with cassette and a solution bag was not tight when the two components were connected to each other. The patient was not connected to the setup at the time of the event. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.